Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report an insulin flow blocked alarm and the reservoir was not empty. The customer's blood glucose level was unknown. The customer was informed that their device would be replaced. No further details were provided.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. No unexpected insulin flow blocked alarm noted during testing. Device received with scratched case and pillowing keypad overlay.